Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurate high results. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on an unspecified time on (B)(6) 2010. The patient reportedly tested her blood glucose and obtained a result of "136 mg/dl" on the subject meter and "108 mg/dl" on another meter, performed within 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The cca documented that the patient does not take oral medication or insulin injections to manage her diabetes. The patient was unable to state if the alleged product issue caused the patient to change her usual diabetes routine. On an unspecified time after the alleged meter issue began, the patient claimed that she became unconscious while driving and was involved in a car accident. After the car accident, the patient claimed that she was treated by a health care professional (hcp). The patient's blood glucose was reportedly tested on the hospital meter, but the patient was unable to provide the result. The patient claimed that she was hospitalized and received cat scans and x-rays procedures. The patient was unsure of what diabetic-related treatments she received. The diagnosis and duration of the patient's hospitalization are not known. During the troubleshooting, the cca documented that the patient was using an approved sample site for testing her blood glucose on the subject meter. Per protocol replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate high reading on the subject meter, reportedly became unconscious, and required emergency medical treatment after the alleged meter issue began. However, there is no evidence that the reported meter was not functioning properly since the subject meter passed lifescan's criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.